Event description:
Patient to operating room for removal of bilateral ruptured breast implants and capsulectomy and placment of bilateral saline breast implants. Original surgery performed approximately 20 years ago.